Event description:
It was reported that this pacemaker system was an attempted implant due to connections issues, low amplitude/poor morphology, noisy signals and lead to header insertion. The physician connected this right atrial (ra) lead and noisy signals were observed. Technical services (ts) advised problem with seal plug, and a new pacemaker was implanted. Furthermore, the issue persisted, and ts suggested air could be in the lead body. Subsequently a new ra lead was successfully implanted and the issue was resolved. No adverse patient effects were reported.